Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported an intraocular lens was explanted one month post cataract surgery. The patient experienced blurred vision and residual astigmatism due to the intraocular lens that was suggested by the diagnostic system being implanted. Additional information requested.

Manufacturer narrative:
The customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).